Manufacturer narrative:
The power cord and plug were repaired by the field service technicians. The rover completed safety and performance tests and was returned to service.

Event description:
It was reported that the field service tech found exposed wires on the power cord by the plug of the rover. There was no pt involvement or adverse consequences related to this event.